Event description:
The customer reported one half ml of diluent leaked from the probe of the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer began to troubleshoot the leak with help from the customer technical specialist (cts) over the phone and no issues were observed. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) could not duplicate the fluid leak issue. No system issues were observed. The fse replaced the tubing at pinch valve vl8 as preventative measure during preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to published performance specifications. The instrument was returned to normal operation. (B)(4).